Event description:
It was reported that during a device change-out procedure, the chronic right ventricular lead was tested through the lead analyzer and new device. The lead had elevated bipolar threshold and no capture at maximum threshold in unipolar. The lead also had low impedance in bipolar and the impedance was unmeasurable in unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).